Event description:
The facility's biomed department reported that "the pump was very hot to touch while on a pt". The special care nursery informed biomed that the device started alarming and when nurse checked the pump, it was very hot to the touch. According to director of biomed department, no pt injury, no user injury, and no medical intervention have been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, or medication involved.